Manufacturer narrative:
Patient demographics, such as age, date of birth or weight, were not provided. The customer verified instrument performance by performing a passing system check and ten (10) replicate access accutni+3 precision run using low level quality control (qc) material. The access accutni+3 reagent was not returned. In conclusion, the cause of the non-reproducible access accutni+3 results cannot be determined with the available information.

Event description:
The customer reported non-reproducible troponin I (access accutni+3) results, above the normal reference range of the assay, for one (1) patient on the laboratory's access 2 immunoassay system (serial number (B)(4)). The customer reanalyzed the sample on the same access 2 immunoassay system and obtained lower results, within the normal reference range of the assay. The customer reanalyzed the sample on an alternate access 2 immunoassay system (serial number (B)(4)) and obtained lower results, within the normal reference range of the assay. The customer sent the patient to an alternate facility. A sample was tested at this alternate facility (methodology not provided) and the results were within the normal reference range of the assay. It is noted the customer did not follow the access accutni+3 instructions for use (IFU) for proper storage of the patient sample prior to repeat testing. The initial elevated access accutni+3 result was reported outside the laboratory. There was a report of impact to patient care as the patient was sent to an alternate facility due to the elevated access accutni+3 result. Access accutni+3 quality control (qc) was within the laboratory's established ranges prior to and after the reported event. The sample was collected in lithium heparin plasma gel separator tube. The sample was centrifuged at thirteen (13) relative centrifugal force (rcf) for ten (10) minutes at room temperature. There were no reported sample integrity issues.